Manufacturer narrative:
Overall investigation summary: regional service reported shipping to customer a replacement 200 ml faceplate assembly pn: 844862 to replace the faceplate they reported had a broken pressure sleeve pn: 800367. The was no other issue reported with the injector. A review of cts shows no similar issue reported on this unit. Impact assessment summary: no injury to the patient/user reported imdrf codes: b01; c07; d15. Root/probable cause code. Unknown. Root/ probable cause summary: refer to investigation summary. No additional CAPA required at this time. Guerbet quality will continue to monitor and trend for similar issues. These trends and issues are reported on during quality metrics review and during the management reviews to consider input for additional corrective action. Disposition summary: unit remained in service.

Event description:
This case was reported by a facility in (B)(6) netherlands on 11 december 2025. Customer reported that injector head broke during the automatic venting process. The colleague started the procedure on the pump, and then the syringe began to leak. That's when she discovered that the injector head had burst.